Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin on power port one (1) of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had loose power ports. It was noted that the controller had not been dropped and excessive force was not used when trying to connect. There were no alarms or pump stop events. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the reported event was confirmed at the bench level. The controller is a 2.0 controller ((B)(4)). The controller failed visual inspection and functional testing because of power port 1 connector source having bent pin #4 inside. The root cause of bent pins is currently being evaluated with an internal investigation. The damaged power port 1 was unable to be used, rendering the port inoperable. This failure is most likely due to a forced or improper connection to the port causing the pins to bend. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Manufacturer name and contact details updated. Product event summary: an internal investigation was opened to evaluate bent/damaged pins with controller 2.0. If information is provided in the future, a supplemental report will be issued.